Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to low hemoglobin possibly due to gastrointestinal bleeding. The patient experienced unspecified symptoms and was treated for volume loss and hypotension. The patient's hemoglobin was monitored. On (B)(6) 2018, it was reported that the patient's hemoglobin stabilized and no source of bleeding was identified. The patient was doing well and was scheduled to be discharged. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.